Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/31/2011. An actual sample was received for evaluation. A visual inspection of the sample revealed the tubing was separated from the bifurcated "y" junction. The sample was then submitted for a hand pull test of the other tubing connections and none of the other components were separated. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter an interlink system 3-lead extension set in which the tubing came apart. According to the report, the nurse was infusing tpn on an infant in the nicu when the incident occurred. This set was connected to a peripheral IV line, and this separation caused the system to back up with blood. Once the blood backing up into the line was noticed, the nurse checked the tubing lines and she observed the tubing separated where 2 of the leads reduce down to one line. The condition was identified immediately and the baby was "ok." The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No further information is available at this time.